Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural or post-procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies stent thrombosis and stroke as potential complications associated with use of the device.

Event description:
It was reported that a fred device was successfully implanted in the patient on (B)(6) 2021. An lvis stent was implanted in the vertebral artery two years ago. Since then, dapt (100 mg of aspirin and 75 mg of clopidogrel) was continuously administered to the patient. The efficacy of the antiplatelet agent was confirmed using an agglutination test, and no problem was noted. On (B)(6), the patient underwent CT to check for cerebral infarction. Although some area appeared to be a slightly high signal, there was no particular symptom and it was determined that there was no problem. On (B)(6), the patient was discharged after making favorable progress. In the evening of (B)(6), the patient developed cerebral infarction and was transported to the hospital. MRI and angiography revealed occlusion near the proximal part of the fred stent. Thrombectomy was then performed, which achieved recanalization. Sodium ozagrel (IV), bayaspirin (increased from 100 mg to 200 mg), clopidogrel (increased from 75 mg to 150 mg), and 100 mg of cilostazol were administered. On february 19, MRI confirmed that the area occluded on the previous day maintained recanalization. Although CT showed infarction in three areas, there was no particular symptom. The patient's current condition is favorable.